Manufacturer narrative:
The device was returned to the manufacturer for evaluation and verified the device was overtorqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. The device history record and service history were reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The sales representative reported on behalf of the customer that a c2602 cusa excel 36khz straight handpiece had a vibration error and no amplitude output for a neurosurgery procedure on (B)(6) 2019. There was no known patient injury or consequences noted. Additional information has been requested.